Event description:
Doctor asked for a balloon to be put in the patient. The standard 50cc balloon kit was brought into the room and opened to the sterile field. The introducer needle was used to stick the femoral artery, the wire was placed and the needle was removed. The first introducer was placed over the wire to dilate the artery, it was then removed. The second (next size up) dilator was then placed over the wire to dilate, when it was removed from the patient it was noted to be frayed at the end. That dilator is what goes into the sheath, because it was damaged, the doctor could not use it with the sheath. I asked for a new dilator kit. Since the vendor does not make an insertion kit a whole new balloon box was opened. The sheath was placed over the wire and into the patient. Meanwhile another surgical tech prepped the balloon in the standard correct fashion. When the balloon was placed over the wire it would not go through the sheath. The balloon then began to unravel, and another new box had to be opened. At this point the patient stabilized and the balloon was not needed. Pressure was held on the groin to prevent a hematoma.